Event description:
It was reported that the patient had poor spasticity and pain control, despite an increasing dose. The patient had less than 50% therapy relief in his legs. A catheter migration/dislodgement occurred. A catheter revision was planned for (B)(6) 2013. At the time of this report, the patient was without injury. The device system contained baclofen. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the cause of the catheter migration had not been determined. A distal segment revision was performed on 2013-(B)(6). The patient was hospitalized immediately after surgery because the pump had been set at too high of a rate. The patient was in the intensive care unit and the pump had to be turned down and then off for 24-48 hours. The patient was recovered and doing well with therapy as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).